Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the stylet stuck inside the lead and could not be removed. The lead was replaced.